Manufacturer narrative:
The actual device was discarded and was not made available to the MFR to be evaluated and a lot number was not reported. Based on the original event description and the additional info provided by the reporter, it is possible that the user inadvertently withdrew or partially withdrew the catheter through the needle when meeting resistance during placement or attempting to reposition the catheter, thereby, shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." However, without the actual sample or a lot number, a thorough eval could not be performed. No specific conclusions can be drawn. All available info has been forwarded to the actual MFR for eval.

Event description:
As reported on the maude event report #(B)(4): epidural was initiated without relief. Anesthesiologist attempted to advance catheter and met resistance. Anesthesiologist pulled back on catheter and tip broke off and approx 4 cm remained in pt. There was no injury to the pt. Additional info provided by the facility indicated the incident occurred when the anesthesiologist was attempting to advance the catheter through the epidural needle during placement. A cat scan was performed to locate the fragmented piece of catheter. The fragmented piece was not visualized. The fragment remains in the pt. The pt was discharged and has suffered no adverse sequela associated with the incident. The sample was discarded and is not available for eval. The lot number remains unk.